Event description:
The patient later reported that he had experienced an increase in seizures when his vns battery had died before getting replaced, stating that he had 78 seizures, which was not normal.

Event description:
It was reported by the patient that he was unable to find a physician to address the issues he was having with the vns. The patient reported that he has had 52 outbreak seizures with the vns and a maximum dosage of keppra, though no timeline was provided. The patient reported severe pain in the chest, upper back, and middle back. The company representative followed up with the patient who was asking for physicians who could prescribe pain medication. The patient told the company representative that physicians would not see him and were sending him certified letters. It was reported that the patient was referred for vns replacement surgery. Follow up with the patient's last known treating neurologist revealed that they did not see the patient anymore and had not in a while. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent vns generator replacement surgery due to battery depletion. The explanted generator has not been received by the manufacturer to date.

Event description:
The explanted generator was received by the manufacturer and product analysis was completed. Proper functionality of the generator was successfully verified in the product analysis, or pa, lab. The septum was examined and was not cored, eliminating the possibility of unintended electrical current through body fluids. The generator was placed in a simulated body temperature environment and the output signal was monitored for more than 24 hours. No variation in the signal was observed and the generator provided the expected level of output current. Magnet activations demonstrated appropriate magnet output current. The generator performed according to functional specifications. Diagnostics were as expected during testing. There were no performance or other adverse conditions found with the generator.